Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Unit was monitored and no constant tone during testing. Unit received with minor scratched display window, cracked battery tube threads, stained end cap sticker and stained address/serial number label..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a vibrate anomaly and high blood glucose. The customer¿s blood glucose level was 386 mg/dl. The customer was treated with bolus and declined to troubleshoot for high readings. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.